Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and weight increased ("weight gain") in a 31-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2008 for birth control, ondansetron (zofran) for nausea as well as ibuprofen from 2010 to 2017. In june 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). In december 2009, the patient experienced the first episode of menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2010, the patient experienced weight increased (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the second episode of menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal discharge ("vaginal discharge") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (gastric bypass surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, the last episode of menorrhagia, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, neoplasm, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, neoplasm, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, nausea,tumor, pain,vaginal discharge, weight gain added from pfs. And dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) clubbed to previous events. Lot number, reporter information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and weight increased ("weight gain") in a 31-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2008 for birth control, ondansetron (zofran) for nausea as well as ibuprofen from 2010 to 2017. In june 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). In december 2009, the patient experienced the first episode of menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2010, the patient experienced weight increased (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the second episode of menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal discharge ("vaginal discharge") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (gastric bypass surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, the last episode of menorrhagia, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, neoplasm, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, neoplasm, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and weight increased ('weight gain') in a 31-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, polycystic ovarian syndrome, multigravida and multiparous. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2008 for birth control, ondansetron (zofran) for nausea as well as ibuprofen from 2010 to 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). In (B)(4) 2009, the patient experienced the first episode of menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2010, the patient was found to have weight increased (seriousness criterion medically significant) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the second episode of menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed") and vaginal discharge ("vaginal discharge"), was found to have neoplasm ("tumor") and underwent oophorectomy ("ooph"). The patient was treated with surgery (gastric bypass surgery and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, the last episode of menorrhagia, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, neoplasm, abdominal pain upper and pain in extremity had resolved and the oophorectomy outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, neoplasm, oophorectomy, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed full occlusion and proper placement. . Lot number:636594 manufacturing date:2009/04 expiration date:2012/04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and weight increased ('weight gain'). In a 31-year-old female patient who had essure (batch no. 636594), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: bipolar disorder, polycystic ovarian syndrome, multigravida and multiparous. Previously administered products included, for an unreported indication: depo provera. Concurrent conditions included: morbid obesity. Concomitant products included: drospirenone + ethinylestradiol (yaz) from 2006 to 2008 for birth control, ondansetron (zofran) for nausea as well as ibuprofen from 2010 to 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). In (B)(6) 2009, the patient experienced, the first episode of menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2010, the patient was found to have weight increased (seriousness criterion medically significant) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). The second episode of menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed") and vaginal discharge ("vaginal discharge"). Was found to have neoplasm ("tumor") and underwent oophorectomy ("ooph"). The patient was treated with surgery (gastric bypass surgery and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, the last episode of menorrhagia, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, neoplasm, abdominal pain upper and pain in extremity had resolved. And the oophorectomy outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, neoplasm, oophorectomy, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 50 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, results: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event: oophorectomy was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (will be required to undergo a surgery with removal of the essure). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.